Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 27, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated event description). D4 (additional device information - updated lot number). D5 (operator of device). D10 (device availability - date returned to manufacturer). E1 (initial reporter). E2 (updated health professional). E3 (occupation). E4 (initial reporter also sent the report to FDA?). G3 (report source). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received that, there was no delay in the procedure and the product was changed out.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The returned sample was visually inspected upon receipt, and it was confirmed that the sampling line attached to the oxygenator blood outlet port was broken. A representative retention sample from the same lot number was obtained and visually inspected; it was confirmed that all ports were intact and no anomalies noted related to the damage on the ports anywhere on the device. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leak from the oxygenator outlet was found. No known impact or consequences to patient. The procedure was completed successfully. It us unknown if there was a delay in the procedure, or if the product was changed out.